Event description:
It was reported to boston scientific corporation that an endovive initial placement peg tube (exact upn is unknown) was used during a procedure (the exact date is unknown however approximately one year ago). According to the complainant, in (B)(6) 2011 it was noted there was fungus growth inside the peg tube. The peg tube was removed and the patient no longer uses peg tubes. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect upn and device lot number; therefore, the lot expiration and device manufacture dates are unknown.(B)(4):the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive initial placement peg tube (exact upn is unknown) was used during a procedure (the exact date is unknown however approximately one year ago). According to the complainant, in (B)(6) 2011 it was noted there was fungus growth inside the peg tube. The peg tube was removed and the patient no longer uses peg tubes. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on (B)(6), 2012: the event date was (B)(6), 2011. The procedure date was september 2009 (exact day is unknown). Patient age is (B)(6). Patient complications were pain in stomach.